Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2013 and mesh, ams sparc, bard align, boston scientific obtryx, and coloplast aris were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent da vinci supracervical hysterectomy with right salpingectomy and left salpingo-oophorectomy and subsequent da vinci sacral colpopexy, rectocele repair, da vinci fulguration of endometriosis, and da vinci paravaginal repair due to rectocele, weakness of the rectocervical fascia, sui, incomplete uterovaginal prolapse, peritoneal endemetriosis, and lateral cystocele. It was reported that following insertion the patient experienced infection, urinary/bowel problems, dyspareunia, and vaginal scarring. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.